Event description:
Caller reported a malfunction on the pump with malfunction code 3 and fault ID 3-0x2095, which was not resettable. Impact to the customer¿s blood glucose level was not disclosed. Tandem technical support arranged for a replacement pump with updated software to be sent, ensuring continued insulin delivery through the use of multiple daily injections (mdi) as backup therapy. The customer was provided with instructions for putting the pump into storage mode and returning it via ups with a pre-paid label within 10 days. Additionally, the caller was informed about available training in their tandem source account.